Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus connection was not working. Moving the stylus connection did not affect functionality. The programmer was repaired and returned to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus connection was not working. The stylus was replaced, but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.